Event description:
It was reported that the patient experienced inadequate stimulation. High impedance was noted on patients spinal cord stimulation (scs) lead. The patient underwent spinal cord stimulator (scs) explant procedure.

Manufacturer narrative:
Block d6b: explant date: (B)(6) 2025. Additional suspect medical device component involved in the event: model number/catalog number:sc-8336-50, serial number: (B)(6), batch/lot number: 7086202, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI): (B)(4).